Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.

Event description:
The customer reported, the battery does not hold charge. There was no report of patient involvement.